Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following results: the power complaint was confirmed in the pump history but could not be duplicated during the investigation. Power on resets in the black box. The pump powers on with vibratory and audible sounds. No damage was observed to the battery compartment or the returned battery cap. Pump was exercised for 24 hrs on a 1 unit per hour basal rate with returned battery cap, no power loss or rebooting was duplicated. Pump was opened; no evidence of moisture or evidence of damage to the power circuit was observed.